Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Device analysis: 1.0 ml syringe received with a cap, no needle. The plunger rod is broken; a part of the plunger with plunger tip remain inside syringe full of gel. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional (hcp) called to report that during injection with juvéderm® ultra xc, the plunger cracked and product spilled. No injury occurred to the patient or injector.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional (hcp) called to report that during injection with juvéderm® ultra xc, the plunger cracked and product spilled. No injury occurred to the patient or injector.